Manufacturer narrative:
Corrected information h3: device returned for evaluation? (Remove no and add yes). H10: the actual device was received for evaluation. A visual inspection was performed using the naked eye which noted fluid inside the bag that contained the unit. When the unit was removed from the bag, the cause of leak inside the bag was found to be an untightened red luer cap. The red luer cap is not a baxter product. The customer did not use the folfusor's blue winged luer cap. A functional leak test was performed by filling the unit with green colored water. After fill and prime, to ensure the red luer cap was securely connected, the cap was hand tightened by manually rotating the cap until the cap could not be rotated further. The sample was then monitored until the next day. The next day, no signs of leak were observed. The reported condition of leak was verified during visual inspection noting fluid inside the bag.. The cause of the condition could not be determined; however, the most probable cause was due to a user error by not tightening the red luer cap. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume folfusor leaked. The event was further described as "after welding the pump, a liquid was visible on the outer wall of the pump". The reporter could not rule out if the liquid was silicone oil or cytostatic solution. This issue was identified during patient use. There was no report of patient injury or medical intervention associated with this event. No additional information is available.